Event description:
A ventilator was returned to a third-party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at third-party service center, service required codes were found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issues. In addition of the above evaluation, the device's front enclosure, rear enclosure, top plate enclosure, oxygen blending module housing and handle were replaced due to cracked plastic was found, which was not related to the malfunction / issue.

Manufacturer narrative:
H3 other text : device was evaluated by third party service center.